Manufacturer narrative:
Technician straightened the roller bracket on the frame to resolve the issue. Pursuant to our response to warning letter 2008-dt-04. Hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician alleged that the bed had hi/low drift with weight on the bed.